Event description:
The reporter called and alleged discrepant results when compared to the lab on two patients. The reported device results were 5.0, 4.1 (repeat 3.8) inr. The corresponding lab results reported were 2.5 and 2.5 inr. Patient was advised not to take coumadin. The reporter declined product replacement.